Event description:
We received an allegation about discrepant results for 2 patients' samples tested with creatinine plus ver.2 assay on a cobas c 503 analytical unit. Sample 1: initial result: 2.36 mg/dl. Repeat result: 1.305 mg/dl. Sample 2: initial result: 1.07 mg/dl. Repeat result: 0.44 mg/dl. The provider questioned the initial results, prompting the repeat of sample 1 and sample 2. The repeat results were deemed to be correct.

Manufacturer narrative:
The creatinine plus ver.2 reagent lot number was 930031. The expiration date was not provided. A general reagent issue can be excluded as no further issues were reported, and a correct rerun with the same reagent was performed. The field service engineer (fse) checked the instrument and found that the vacuum tube was leaking. He replaced the cell rinse tubes and confirmed that the test and the module were performing within specifications. The service actions performed by the fse resolved the issue through a commonly trained troubleshooting process. The cause of the event was due to a component failure.